Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a motor arm cannot communicate with the main arm error and a software error detected. The customer blood glucose level was 80 mg/dl at the time of the incident. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed displacement test and self-test. No unexpected pump errors noted during testing. However, pump errors found in the insulin pump history due to software error. Unit was received with scratched case.